Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1u152703, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator (ins) experienced nerve pain in their leg a few months after implant. The patient was assisted with turning their stimulation off, had minimal relief of pain and neuropathy, but continued to have the same issue. The patient will have an x-ray to assess for migration. If there is no migration present, then the patient will have a reprogram. Additionally, the patient had their x-ray, and the provider did not think the lead migrated. Then the patient saw their primary care provider, and they believe the pain is due to the implant. Despite ruling out the stimulation as the cause, the patient still had pain from the implant site. The patient did not want a pocket site revision nor reprogramming. Ultimately, the patient had surgery to explant their neurostimulator and tined lead. There were no further patient complications reported.